Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error several times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and missing the end cap sticker.